Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the lead dislodged twice and it was possible there was tissue on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.